Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that visual inspection of 100 ml yellow cadd cassettes identified with a particle in two cassettes. These particles are small, white or opaque, roundish. There were no patient involvement and harm.